Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient expired. The device has not been removed and there were no reported attempts made to retrieve the filter.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. .

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient expired. The device has not been removed and there were no reported attempts made to retrieve the filter.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc, filter tilt and limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.